Manufacturer narrative:
The incident concerns two abl800 analyzers with the following serial numbers and dates of manufacture: serial # date of manufacture (B)(4). 2011-10-14. (B)(4). 2012-11-02. Date of birth is estimated.

Event description:
According to the complaint, a leukemia patient with >400 wbc got unexpected high k+ results measured on the abl800. A blood sample was measured twice on two abl800 analyzers. The first measurements were performed manually and gave the same result of 3.6 mmol/l on both analyzers. The second measurements were performed by use of the flexq and gave results of 4.9 mmol/l on both analyzers. The result of 4.9 mmol/l is considered false high by the customer and the customer wonder if the mixing function in the flexq is the cause of the high result.

Manufacturer narrative:
Investigation confirmed that the high potassium results most likely were caused by hemolyzation of lymphocytes. It is known that centrifugation can cause lymphocytes to leak potassium. Furthermore, from flow analysis it is known that malignant cells of patients with extreme high leukocyte numbers tend to break, which also indicates that these cells are fragile. Therefore, the findings at västmanlands sjukhus are definitely plausible with respect to very high wbc numbers of the patient.